Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was broken. The target lesion was located in the external carotid. A 180cm renegade hi-flo fathom system was selected for the procedure. During unpacking, it was noted that the catheter became stuck inside the carrier hoop. The microcatheter was pushed and was removed; however, it was found out that the shaft of the microcatheter was broken. Another of the same device was used to complete the procedure. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis with no dispenser hoop. A visual examination was performed on the catheter and a break in the shaft was found at 18 cm from the hub. The braid was exposed from 18 cm from the hub till 28 cm from the hub. The shaft was also found to be kinked at 24 cm, 25 cm and 43.5 cm from the distal tip. A coating test was carried out and found that the presence of coating and coating damage was evident along the coated length. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter was broken. The target lesion was located in the external carotid. A 180cm renegade¿ hi-flo¿ fathom¿ system was selected for the procedure. During unpacking, it was noted that the catheter became stuck inside the carrier hoop. The microcatheter was pushed and was removed; however, it was found out that the shaft of the microcatheter was broken. Another of the same device was used to complete the procedure. There were no patient complications reported and the patient's status is stable.